Event description:
With dr. (Perfusion), (bedside rn [registered nurse]), and myself bedside in cvicu (cardiovascular intensive care unit), the plan was to clamp off the cardiohelp ECMO circuit to test the patient's hemodynamics. When coming down on flows, the cardiohelp displayed a retrograde flow alarm, stopping the circuit. Due to a screen calibration issue, we were unable to clear the warning message and unable to restart ECMO flows, despite repeated attempts. A collective decision was made to emergently exchange cardiohelp consoles. Fortunately, the primed ECMO circuit stored in the cvicu was a cardiohelp and we were able to use that device to exchange ECMO consoles, restoring ECMO flows without further incident or hemodynamic change. Flows were paused for approximately <5 minutes. The patient was on a bivalrudin infusion throughout the event. Throughout all of this event, the patient maintained their hemodynamics without a need for vasopressor escalation. Dr. Was present for the entire event.